Event description:
Revision of right knee. During the primary implantation the patient was left with 10 degrees hyperextension. During the revision surgeon replaced all parts except patella, and augemnts and stem were added.

Manufacturer narrative:
An event regarding revision due to instability (hyperextension) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of right knee. During the primary implantation the patient was left with 10 degrees hyperextension. During the revision surgeon replaced all parts except patella, and augemnts and stem were added.